Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the battery in the ins was dead and the patient was not able to charge the ins. The caller reported the ins was last charged 6 months ago. Overdischarge was suspected. The patient was directed to their healthcare provider (hcp). Patient was instructed that their hcp can coordinate a meeting with a manufacturer's representative (rep). A caretaker later called back stating the patient was in overdischarge and needed to page a rep, and the number was provided. A caller later called from an hcp office and reported that the patient last felt stim 4 months ago. It was noted the patient did not have a managing hcp. Caller was given instructions or reaching a local rep. Patient was implanted for failed back surgery syndrome.

Event description:
Additional information received from the consumer reported that there was an alleged overdischarge and they needed to get it restarted. It was noted that the patient was in a lot of pain due to the loss of therapy and had to increase her pain medications. Further information received from the consumer reported that the recharger antenna had a damaged cord and wanted it replaced as they were going to try jumpstarting the device with a manufacturer representative the following day. The antenna was damaged and a replacement was sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.